Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the newly placed right atrial (ra) lead exhibited high capture threshold. Upon repositioning, the helix failed to extend. The ra lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The complaint event of helix mechanism issue was confirmed. The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. No other anomalies were found.